Event description:
A vaxel pasv PICC line was being placed for therpeutic purposes in 2005. The physician obtained needle access and inserted the guidewire through the needle. While positioning and withdrawing the guidewire, resistance was felt. The physician increased the venotomy site and, upon retrieving the guidewire, it was noticed that the guidewire unraveled and a small portion of the distal tip broke off in the vein. The distal tip was removed with forceps superficially and the procedure was completed with another guidewire.